Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va03710, product type: lead. Product ID 3889-28, lot# va03710, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported that the patient was seen in the office, the day prior to the report and stimulation was found to be off. Typically, the patient was using 1-2+, 210us and 14hz with cycling 15sec/8sec. The hcp had to turn stimulation on and up to 8.5v before the patient felt stimulation. Historically, the patient has always felt stimulation, and lost it on (B)(6) 2016, and had a return of symptoms. The patient thought that their ins had died. The patient has retention issues and became catheter dependent at that time. The hcp also reported it took multiple attempts to connect with the clinician programmer with the ins. The patient was seen at another hcp office on (B)(6) 2016, and they were not able to get telemetry with the device either. The messages they were getting were unknown at the time of the report. It is not known if electromagnetic interference (emi) was factor. Impedances were checked and all pairs were in normal range. Imaging was also done, the day prior to the report, and showed that a lead had migrated laterally. The ins was scheduled to be replaced the (B)(6) following the report, however, they also want to do a lead revision at a later date. The longevity of the device at the current voltage was reviewed with the hcp. There was no allegation of dissatisfaction with the device longevity. It was noted that the clinician programmer showed the device longevity was 2.9 - 6 months in (B)(6) when it was turned off for an MRI, that was unrelated to the device therapy. The device shows the same longevity as of (B)(6) 2016. It would be expected that the longevity would have decreased since (B)(6), however, it was unclear how long the device had been off prior to (B)(6) 2016. It was also noted that the patient lost their patient programmer, but will work with the manufacturing representative at the ins replacement to get a new one.

Manufacturer narrative:
Information reported in report 3004209178-2015-16918 was submitted in error, the information was for a different event. The information is on captured in report 3004209178-2016-19534. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va03710, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that since (B)(6) 2015 the patient's implantable neurostimulator (ins) had been turning off. The ins worked for about 5 to 6 days and then the patient went into retention, at which point they saw that the ins had been turned off. The patient needed to go to the emergency room in (B)(6). The diagnostics performed related to the retention was that the patient had elevated residuals by the catheter. The issue was not related to position movement. The troubleshooting already performed was an impedance check and all impedances were in the normal range. The patient's current amplitude was 7v. The patient came to their doctor appointment with the ins on with cycling on for 16 seconds and off for 8 seconds. The calculation without the cycling longevity was less than 2 years. The hcp did not note a low battery currently, but there was a longevity of 1.5 to 2.2 months remaining. The patient's battery was changed on (B)(6) 2015. The cause of the stimulation off experienced was unknown. After replacing the battery the hcp had heard no issues from the patient's family. The indication for use for this patient was gastrointestinal/pelvic floor.